Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was off when she woke up. Customer's blood glucose was 370 mg/dl. Customer mentioned the device alarmed unexpected restart alarm and the device was counting up. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.